Event description:
It was reported that this pacemaker system was explanted. No product allegations have been received at this time. A new system was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. No further information to indicate a product performance issue, we have concluded that this device was functioning normally.

Event description:
It was reported that this pacemaker system was explanted. No product allegations have been received at this time. A new system was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. No further information to indicate a product performance issue, we have concluded that this device was functioning normally.

Event description:
It was reported that this pacemaker system was explanted. No product allegations have been received at this time. A new system was successfully placed. No additional adverse patient effects were reported.